Event description:
The account generated inconsistent cell-dyn emerald platelet results of 13 and 22 10e3/ul on a patient sample that repeated platelet of 16 10e3/ul at a reference lab (method not indicated.) The account uses a platelet reference range of 150 to 450 10e3/ul with a critical range of <10 10e3/ul requiring a transfusion. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The investigation was based on the data received, historical data review, and labeling review. A review of the historical data did not find an issue similar to the customer's concern. Field service was requested. Calibration was performed and the rbc counting head was replaced as a precautionary measure. It is concluded that the issue appears to be more of a background issue. Additional follow-up by customer service reviewed the bleach clean preparation with the customer. It was determined that the bleach was made correctly, but not fresh when needed. The cell-dyn emerald operator's manual provides adequate instruction to the customer to confirm instrument performance and imprecise or inaccurate platelet results. No product deficiency was identified.